Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer attempted to force insulin into the cartridge and subsequently observed leaking from the cartridge septum. Customer loaded a new cartridge to address the issue. Blood glucose level was between 70 and 110 mg/dl.